Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the episodes were oversensing of artifact from episodes that occurred more than 2 years earlier.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a remote monitoring transmission, oversensing was noted on both the right atrial (ra) lead and right ventricular (rv) lead on stored episodes. The leads remain in use. No patient complications have been reported as a result of this event.